Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: IV pump would not infusu despite all efforts to give the patient the antibiotic on time. The vancomycin took much longer than it should have due to continuous alarms for bubbles in the tubing and distal obstruction alarms when no obstruction was present and there were no visible bubbles.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b(4). The investigation is ongoing at this time. Although a sample was not received at the time of the complaint issuance, b. Braun has identified a sporadic occurrence of potentially false down and upstream pressure alarms which are caused by the upstream occlusion pressure sensor of the infusomat®infusion pump. Our investigations have shown that an isolated batch of upstream occlusion sensors built in the following serial numbers of pumps may deviate from their technical specification. Field corrective action fcsa-2023-08-14 has been issued by the supplier (b.braun melsungen) to address this event. Reference FDA recall number res# 92978.